Event description:
It was further reported that the patient outcome was stable. Concomitant device reported: nail (part# unknown, lot# unknown, quantity# 1), drill bits: trauma (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - guides/ sleeves/ aiming: surelock/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the trs system. This pc reports about the surelock system and drill bits. It was reported that (B)(6) 2020, the patient underwent the surgery for femoral trochanteric fractures by using the trs system in question. During the surgery, the following events occurred: when the surgeon set up the trs system, he checked if the power module worked properly, and then put it into the hand piece. As he closed it with a lid and checked if the trs worked properly, he found that it did not start to work with a small mechanical sound. He tried to close it again with the lid and check the motion, but the trs system did not start to work. He replaced this power module with another power module, but the trs system did not start to work. As the trs could not be used, he used non-j&j device (stryker: system 8) for the surgery. After he set up the surelock system, he inserted the nail. After fixation of the proximal hole, he tried to drill the distal hole using the surelock system, but the drill bit interfered with the nail. He noticed that the distal hole of the nail was positioned to a proximal position. As he checked the surelock system, the screw adjustment was loosened. The proximal hole was already fixed, so he gave up using the surelock system and then chose another method to fix the distal hole. He tried to drill using the drill bit (product# 03-010-061), but it interfered with the image intensifier because the drill bit was too long. As an alternative device, he used the hospital¿s own k-wire 3.0 mm to create holes and drilled without image intensifier. He inserted two (2) distal screws successfully. The surgery was completed with about 60-minute delay due to unexpected events. The patient had a rheumatism. He was given a blood transfusion during the surgery, which was not planned before the surgery. There is no further information is available. Concomitant device reported: drill bit ø4.2 calibr l340 3flute f/03.0, (part # unknown, lot # unknown, quantity # 1), unk - guides/sleeves/aiming: surelock dista, (part # unknown, lot # unknown, quantity# 1), unk - drill bits: trauma (part # unknown, lot # unknown, quantity # 1), unknown nail (part # unknown, lot # unknown, quantity# 1). This complaint involves four (4) devices. This report is for one (1) unk - guides/ sleeves/ aiming: surelock distal targeting device. This report is 2 of 4 for (B)(4).